Event description:
The international customer reported the ventilator did not power on when plugged into ac power. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Completion of evaluation and testing is pending.

Event description:
The manufacturers service engineer was unable to duplicate the reported problem. The service engineer replaced the power supply to address the reported problem.

Manufacturer narrative:
Completion of service pending.

Manufacturer narrative:
Supplemental report